Event description:
The customer contacted nephron pharmaceuticals corp. Regarding a product complaint on (B)(6) 2013. The customer reported that the washer fell into his mouth while he was inhaling a solution via the ez breathe atomizer. He was using the ez breathe atomizer to help relieve the symptoms of a cold and recovered the washer from his mouth.